Manufacturer narrative:
No product has been returned and the provided meter serial number has been deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 432 mg/dl and 80 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.